Event description:
It was reported that the user experienced prolonged low glucose while using the ilet pump, with cgm and fingerstick alignment, treated with oral glucose and juice, and the user paused and disconnected the pump after observing insulin dripping from removed tubing; review of use data indicated the pump was not delivering insulin during the lows and that multiple meal announcements and use of meals as corrections earlier in the day likely contributed. Symptoms included hypoglycemia. Outcomes included low glucose alerts and the need for medication intervention using oral glucose, with no lasting health consequences reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device findings available and insufficient information regarding any specific device component, while the medical device problem could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.